Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented following two vibratory alerts of vvi backup mode. Patient was in stable condition. Several attempts were then made to return but were unsuccessful. The device was not able to be effectively communicated with via wand telemetry after that. On (B)(6) 2019, the device was explanted and replaced by a competitor device. The patient is fine.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench and no anomalies were found. The cause of the backup vvi could not be determined.